Event description:
Customer stated that the device felt warm to the touch and was alerted that the base appeared to be smoking. The device was disconnected and was unable to be powered on. The connector pins on the bottom of the device are blackened and the plastic is discolored. A request was made for the return of the suspect device and replacement product was sent.